Event description:
It was reported that the product has a slow leak. There is no report of patient involvement or harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).